Event description:
Additional information was received for this case. It was reported that approximately six years and three months post index procedure, the patient had an aneurysm enlargement. The investigator indicated that the aneurysm enlargement was related to the device type iii fabric endoleak.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that approximately six years and three months after the index procedure a type iii fabric endoleak at the flow divider of the talent bifurcate stent graft was discovered. The physician elected to implant another manufacturer's stent graft to successfully repair the type iii fabric endoleak. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.